Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on electrodes 8, 9, 10, 13, 14, and 15- they were greater than 20,000 ohms when they were checked at 1.5 volts. The patient reported no accidents or falls and don't know what could have caused the high impedances. The patient was reprogrammed using electrodes that were ok. The issue had not been resolved. Surgical intervention was not planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was upgraded to a new system. The patient's new ins impedance values were within the normal limit. The representative noted that the ins would be returned for analysis. No further complications reported.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found insignificant anomalies- the battery had reduced capacity due to an overdischarge. Conclusion code, method code, and result code no longer apply. Product analysis #(B)(4): analysis information -- 2019-03-04 12:32:10 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.